Event description:
The manufacturer received information alleging a pressure sensor mismatch. There was no harm or injury reported. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously information alleging a pressure sensor mismatch. There was no harm or injury reported. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). During the evaluation of the device at the third-party service center, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additionally, unrelated to the report of a pressure sensor mismatch, during the evaluation of the device at the third-party service center, the device failed the nurse call verification: com-no resistance [call off] test step during testing. There was no report of a malfunction of the nurse call connector, but the system board was replaced to address the issue.